Manufacturer narrative:
Touchscreen issue; functionality could not be performed due to the severity of the damage.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (46 mg/dl), and fainted. Subsequently, the touchscreen became cracked and no longer functional. Reportedly, there is a green line displayed across the screen. Customer reported they have a twisted ankle, sore back, and scraped elbow and knee due to fainting. Customer consumed food to address low bg levels.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed by cgm on (B)(6)2017. Basal rate settings were constant at 1.2 u/hr throughout the day. There were no erratic bolus requests made. Basal rate setting may need to be adjusted throughout the day to compensate for the amount of insulin the body uses at different times of the day. There is no evidence that the insulin pump experienced a malfunction or failure.